Event description:
It was reported when injecting amvisc into the pt's eye, the cannula detached from the syringe. The detached cannula hit the cataractous lens and broke off ninety degrees of zonules causing the lens to tilt partially into the back of the eye. An incision was made and the cannula was removed. The pt was referred to a vitreoretinal specialist. The specialist successfully removed the cataract lens and implanted a new lens. Pt was reportedly doing well.

Manufacturer narrative:
The device was discarded by the user facility. Therefore, a product evaluation could not be performed. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.